Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good post procedure.